Event description:
The hospital reported an issue encountered with the mps console. They reported that the vent valve popped during delivery of cardioplegia. The report stated the perfusionist was able to finish the procedure without any patient complications. A manufacturer field service engineer is scheduled to travel to the facility and evaluate the console.

Manufacturer narrative:
The console was returned with the fluid level sensor removed and not in condition to be evaluated. It is likely the console had a defective fluid level sensor. A new sensor was installed on the console and the console was found to function within specification.